Manufacturer narrative:
Co ran eight different tests under different conditions in an effort to reproduce the device failure. Co could not reproduce the problem. Co gave the customer a new device and will take this device out of commission.

Event description:
The customer placed the electrodes on the pt. The AED prompted to press flashing button to shock the customer pushed the button and did not see the pt move. They had went through several series and pt did not move. The ambulance got to the site and placed their manual defibrillator on the pt. When the paramedics shocked the pt they seemed to noticed some movement. After the rescue the customer noticed the AED had a low 12v battery, he said he did not notice this before the rescue.